Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage, power cable disconnect, and no external power alarms was confirmed via review of the submitted log file; however, the reported event of difficulty exchanging the clip connected to the black power cable of the heartmate 3 system controller (serial number: (B)(6) ) could not be confirmed, as no products were returned for evaluation. The submitted log file contained approximately 5 days of information (19aug2023 to 24aug2023 per timestamp). Intermittently throughout the data, atypical low voltage, power cable disconnect, and no external power alarms were observed. These alarms activated due to the rsoc and/or voltage of either power cable fluctuating below the designed alarm thresholds. There was also one no external power alarm from 5:00:01 to 5:00:04 on 24aug2023, which appeared to have activated due to simultaneous disconnection of the power cables from external sources. The controller¿s emergency backup battery provided support to the system during the no external power events. The abnormal fluctuations occurred only while the controller was connected to 14v battery power. The observed events did not impact the ability of the pump to operate at the set speed. Multiple attempts were made to obtain additional information regarding the reported difficulty exchanging the battery clip as well as the resolution of the abnormal alarms, but no response was received. The root causes of the reported events could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low voltage, power cable disconnect, and no external power, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Battery clips related to this event is reported under MFR# 2916596-2023-06437. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that clip connection to black power cord was not working. Patient stated when they disconnected from wall power to battery, the black power cord had alarms. The patient switched the clip connected to the white power cord. The patient was unable to change the clip connected to the black power clip. The patient has no further alarms but had frequent low voltage and no external power alarms. They stated they never sleep on wall power. The log contained evidence of a poor connection between the battery and clips. All of the odd no external power and low power events were occurring on battery power. Battery clips related to this event is reported under MFR# 2916596-2023-06437.